Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and after the patient coughed, ventilation stopped. The unit generated an error code which rendered the unit inoperable. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and replaced the breath delivery (bd) xena ii printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications and was returned to the customer. The bd xena ii pcb was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed all testing with no errors recorded in the diagnostic logs. The ventilator was put into ventilation mode; however, after approximately 7 minutes on ventilation, the ventilator generated a ¿vent inoperative¿ condition. The fault was isolated to the bd operating software having become corrupt. The corrupt software was erased. Software version 4-070206-85-ac was reloaded. After completion of software reload, the ventilator passed all testing and was placed in normal ventilation mode for approximately 162 hours with no errors or alarms. If information is provided in the future, a supplemental report will be issued.